Event description:
It was reported that the right ventricular lead was dislodged. After the implant, an ablation procedure was being performed. It was discovered during the ablation that the rv lead had dislodged. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.